Event description:
The user facility reports during a training workshop on (B)(6) 2013 the electric pen drive would not turn off. It is reported device runs nonstop when it is plugged in. Device was not used in surgical procedure, no patient involvement. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: a service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint that the electric pen drive runs non stop as soon as plugged in was confirmed. The device was tested and the complaint was duplicated. Evidence suggests this is due to electrical components failure due to usage wear over time.